Event description:
It was reported that pump screen remained dark and would not turn on, and when screen briefly turned on the caller experienced extreme difficulty pressing button and often needed multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed multiple instructions from technical support, including specific button-press techniques and plugging pump into known working power source, but pump screen ultimately did not turn on and showed red light and repeated vibration, so technical support arranged pump replacement even though pump was not in warranty, and customer transitioned to multiple daily injections.